Event description:
The ov stated that she was having discomfort and more pain since doing two series of gelsyn. The patient stated that she has done much better in the past with nonpreferred drug hyalgan ae-46643 reported by health care personnel and consented to follow up.